Manufacturer narrative:
This device was not returned to olympus for evaluation. The cause of the reported event could not be determined. The most likely root cause of the reported event is attributed to user handling. The instruction manual contains several warning statements in an effort to prevent the polyloop device from failing to detach. ¿before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation." As part of our investigation of this report, olympus made multiple follow up attempts via telephone and in writing regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that during an unspecified procedure, the sheath bunched up and the polyloop would not detach from the patient. An unspecified snare was used to remove the polyloop from the patient. The procedure was completed. No patient injury. This is report 1 of 2.